Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. There was a false pacemaker mediated tachycardia (pmt) episode recorded. The pacemaker remains implanted and showed normal operation. No additional adverse patient effects were reported.